Event description:
During sterilization procedure, physician fired the essure permanent birth control device, and did not see the coils come out as usual. The coils were not in the essure permanent birth control device when it was removed. Coils were not found in patient.